Event description:
On (B)(6) 2012, animas was notified by email that the patient was hospitalized with dka. After several attempts to reach the patient's relatives for additional information, on (B)(6) 2012, animas customer support spoke with the patient's mother. The patient's mother reported that on (B)(6) 2012, the patient was getting occlusion alarms. The reporter stated the patient obtained a message of "hi" (over 600mg/dl) when testing his blood glucose (bg) and was taken to the ER. The patient's mother stated the patient was admitted to the ICU and placed on an insulin gtt and discharged 3 days later. Review of patient's history revealed that the patient's mother had contacted animas on (B)(6) 2012 to report the occlusion alarms. At the time of troubleshooting, review of pump history revealed that the pump was set to correct date but was off by 1 hour (am/pm correct). It was noted that the last bolus by pump was on (B)(6) 2011. Review of prime history revealed 0 for fill cannula back to (B)(6) 2012 and a prime of .60 units. Customer support noted that the reporter was able to prime the pump without obtaining an occlusion alarm. At the time of the call, customer support advised the reporter to have the patient change out site and look at cannula to see if it was bent or if there was blood in the cannula or tubing. This complaint is being reported because, the patient was hospitalized with a diagnosis of dka while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.